Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported x-ray imaging confirmed the l3 drg lead migrated to the epidural space. Reportedly the patient fell. In turn, the physician explanted and replaced the entire drg system. Effective stimulation was restored post operatively.